Event description:
During urogynecology procedure, two attempts were made to place a suprapubic catheter. The first catheter broke at the joint between the catheter and the bib, the second would not penetrate the fascia.